Event description:
On 8/28/00 the subject had dinner and their blood glucose per the one touch basic meter was 145mg/dl (17:00). The subject felt weak and their spouse took them to the emergency room (ER). At the ER the subject's blood glucose was 45mg/dl (17:30, method unk). The subject was treated for hypoglycemia. The subject was using three different lots of test strips which all had different calibration codes. One of the test strip lots expired 9/99. Unknown if meter was coded correctly when the different test strip lots were used for testing.